Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85043.

Event description:
Customer called to report that she was hospitalized due to high blood glucose and dka. The blood glucose reading was 380 mg/dl at the time of admission. Customer stated that her transmitter got lost in the hospital. Nothing further was reported.